Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that patient developed infection. Vegetation was seen on patient's atrial, right ventricular (rv) and left ventricular (lv) leads. The leads were explanted. There were no patient consequences.